Manufacturer narrative:
The philips technical consultant (tc) spoke to the customer biomed who evaluated the device. The biomed stated that the anesthesiologists contacted him and they tested the monitor thoroughly and could not find any failure or problem nor could they reproduce any of the described behavior. The patient monitor was working to its specification. Based on this they decided not to forward the case to the philips remote center/fses/me as they could not find any data/tests that pointed to an issue/problem. The customer did ask our application specialist (as) regarding any special configuration for invasive pressure alarming and the as talked to the users and explained the configured monitor alarms settings for invasive pressure. Lastly, the biomed stated that the user contacted the biomeds quite some time after the incident occurred (more than seven days) so that the data was deleted at the central station and they did not remember the bed and/or patient so that it also was not possible to retract any data from data warehouse. Ultimately, they were not able to have a look into the logs to try to understand what has happened. The hospital biomed was unable to reproduce the reported issue and could find no reasonable cause. Education on invasive pressure alarms was provided to the users, explaining that once the invasive line is open to atmosphere, the monitor pauses invasive alarms for one minute.

Manufacturer narrative:
Product and 510k information is not available at time of report. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6) reporter phone # unknown.

Event description:
It was reported the monitor did not generate an alarm for hypotension below the lower alarm limit. During a training, an anesthesiologist commented during surgery, the patient became hypotensive below the lower alarm limits for blood pressure for several minutes with no alarm generated. There was no indication of any harm related to the reported issue. Biomed tested the device and could not replicate the issue. In addition, the clinical application specialist answered questions and provided training on invasive blood pressure. Biomed was not made aware of the issue until several days after, so there were no logs available to review. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.